Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was using an electronic muscle stimulator at the time of the shock. The device sensing vector was programmed to the secondary vector. Technical services discussed having the patient not use the stimulator due to the electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.